Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that one needle 30 x 1/2 rb has been found clogged before use. The following has been provided by the initial reporter: on (B)(6) 2019, the hospital used a syringe (material# 309628) to match the needle (material# 305106). The needle was clogged and could not be vented during priming. The hospital has had two consecutive cases of blocked needles from the same batch.